Manufacturer narrative:
Device investigation summary ¿ one application instrument for sternal zipfix (part number 03.501.080, lot number 7831855) was received. The service and repair department reported that the device was sent in for a recall but was not repaired as the cutting tip was broken off when received. The complaint condition is confirmed as the device was received with the cutter on the cutter assembly broken off. The break is located such that the entire upper cutting projection is broken off. Since it is unknown when and how the damage occurred a root cause could not be definitively determined. However, review of the failure mode determined that it is most probable that impact (such as being dropped) resulted in the complaint condition as a break of this nature would require significant force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition of the broken cutter. The design of the cutter and cutter assembly were determined to be suitable for the intended use when employed and maintained as recommended. The device was received intact with the exception of the cutter on the cutter assembly which was received broken. The break is located such that the entire upper cutting projection is broken off. The missing portion was received. The fracture sites were examined and no material voids or irregularities were identified. The balance of the device functions as intended. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: part number: 03.501.080 / lot no: 7831855 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is april 5, 2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an application instrument for sternal zipfix was originally returned for recall 244. As it turned out, the cutting tip was broken off, so the item was not repaired. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a second service and repair evaluation were performed: the repair technician reported the cutting tip broke off. A damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 9-oct-2015. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.